Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency medical service to the hospital due low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl. The customer's current blood glucose is 189 mg/dl. Customer stated that the emergency medical service removed battery from the insulin pump to stop insulin delivery. The customer was treated by cookies. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.